Manufacturer narrative:
(B)(4). The rt106 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. Method: the complaint rt106 adult inspiratory heated breathing circuit was returned unsealed to fisher & paykel healthcare (B)(4) for investigation and a visual inspection was performed. Results: no physical damage was observed to the product, but the y-piece was found to be assembled on the breathing circuit without the pressure line port. A lot check revealed no other complaints of this nature for lot number 110505. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the missing pressure line port. The standard operating procedures (sops) assist the operators on the production line to correctly pack breathing circuits. A specific pack card is displayed at the packing station to provide the production line staff with a visual representation and a list of all the components they are required to include in the current model of the breathing circuit being produced. Breathing circuit kits are visually inspected for missing components prior to distribution. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the y-connector of an rt106 adult inspiratory heated breathing circuit did not have a pressure line port. This was found prior to patient use.